Event description:
Adverse event(s): "overcorrection" (overcorrection); "induced astigmatism". (Blurred vision); "decrease bcva" (vision, impaired). Product problems(s): "none reported" (no information). An ophthalmic technician reports a pt that is overcorrected with induced astigmatism and exhibits a decrease in bcva in the left eye following refractive surgery. The surgeon's target for this pt was -.75 sphere. At 2 weeks post-op, the pt exhibited at one line decrease in bcva and the manifest refraction was -.25 - 2.00 x 15. This pt had a previous cataract extraction surgery with an iol implant. The safety and effectiveness of this laser system has not been established for pts with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).